Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231493 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m231493, test base part number 192-430/ lot: m231493. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m231493 showed that the complaint rate is 0.00189%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded

Event description:
The customer reported nineteen (19) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on various dates. This MFR. Report addresses test fourteen (14) of nineteen (19). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on a date between (B)(6) 2023 and (B)(6) 2023 on a direct tested kitted swab using a nasal sample, and sometimes a nasopharyngeal sample. Repeat testing was not performed. Confirmation testing was performed the same day at a hospital via pcr (platform: unknown) and generated a negative result. The customer reported these tests were mainly performed on hospitalized patients with a fever. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.